Manufacturer narrative:
Date sent: 10/31/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux en y, the device produced malformed staples in the staple line. Another device was used to complete the case. There was no adverse consequence to the patient.